Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced low blood glucose (bg) levels of 50 mg/dl; cause was unknown. Tandem technical support reviewed pump data logs and found the pump received a cartridge alarm (alarm 1). Multiple attempts were made by tandem technical support to follow up with customer; however all were unsuccessful.